Event description:
The article, "in-hospital and mid-term outcomes of ECMO support during coronary, structural, or combined percutaneous cardiac intervention in high-risk patients ¿ a single-center experience", was reviewed. The article presented a prospective, single center study to evaluate the medium term safety of extracorporeal membrane oxygenation (ECMO) support in complex percutaneous coronary/structural cardiac interventions. Devices included in the study were mitraclip, portico, perclose proglide, evolut, and amplatzer amulet. The article concluded that prophylactic use of ECMO may be beneficial for high risk patients undergoing complex combined coronary/structural percutaneous interventions with good in-hospital and mid-term outcomes in term of safety and procedural success. [The primary author was elvis brscic, cardiovascular department, maria pia hospital, gvm care & research, turin, italy. The corresponding author was mario iannaccone, division of cardiology, giovanni bosco hospital, asl città di torino, turin, italy, with corresponding email: mario.iannaccone@hotmail.it] the time frame of the study was from july 2018 to july 2020. A total of 27 patients were included in the study, of which it was not reported how many received an abbott device. The average age was 80 years and the majority gender was male. Comorbidities included diabetes, prior coronary artery disease, heart failure, and hemodynamic instability.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip implantation were reported in a research article in a subject population with multiple co-morbidities including diabetes, prior coronary artery disease, heart failure, and hemodynamic instability. Complications reported included unexpected medical intervention (medication - inotrope, blood transfusions, CPR/resuscitation - ECMO), kidney failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: article title: in-hospital and mid-term outcomes of ECMO support during coronary, structural, or combined percutaneous cardiac intervention in high-risk patients.